Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced infusion set occlusion event on (B)(6) 2026. The blockage was at the site. The insertion site was abdomen. The blood glucose level was high. The patient was treated with correction bolus via pump. The event occurred within three hours of insertion. No further information is available.